Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced unintended myopia,lens was explanted and replaced with other company lens in a secondary procedure. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced unintended myopia,lens was explanted and replaced with other company lens in a secondary procedure.

Manufacturer narrative:
Correction information was provided in b.3., b.5., b.6., b.7. And e.4. Additional information was provided in h.10. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the non-toric 18.5 diopter lens was replaced with a 21.0 diopter, non-company, toric lens model due to a reported "unintended myopia." The product has not been received to evaluate. Due to the exchange of a non-toric lens to a toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).